Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was also reported that the pt has experienced an increase in seizure activity in the month prior to high lead impedance test result. The increase is seizure activity was an increase above previous efficacy with the vns therapy and not an increase above pre-vns baseline frequency. It was reported that the pt had not suffered any recent injury or trauma that may have damaged the ncp system. Device diagnostic testing at office visit six or seven months prior was within normal limits, indicating proper device function at that time. Review of x-rays did not reveal any obvious discontinuities in the ncp system, however, a suspect area was identified approximately 1cm below the electrode area. The lead connector pins appeared to be fully inserted into the generator header. The pt is scheduled for lead replacement surgery.